Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b5, d1, d4 , d5, e1, e3, g1, h2, h6 this supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-oct-2020 to 04-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to access medications during an active or case. The technical support specialist identified it's an issue with es database. Shrink the database and station start working fine which resolve the issue. The system was functional as intended after being assessed by the technical support specialist.

Event description:
Customer reported that during an active or case, the anesthesiologist and pharmacy technician were unable to access any medications from a bd pyxis anesthesia es system. Customer reported that the procedure was a polyp removal surgery. Customer reported a possible delay in care, but unknown length of occurrence. Anesthesiologist retrieved the required medication from another pyxis station. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer reported that a patient was undergoing a polyp removal procedure. The anesthesiology resident and pharmacy technician reported that the station displayed an error message that prevented them from accessing non-critical medication. The pharmacy technician stated that the required medication was obtained from a nearby station. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the station's database was corrupt and size in disk had increased considerably. The technical support specialist followed knowledge article (B)(4) - a fatal error has occurred on the underlying data source, to resolve. Database was synchronized and size on disk reduced. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer reported that a patient was undergoing a polyp removal procedure. The anesthesiology resident and pharmacy technician reported that the station displayed an error message that prevented them from accessing non-critical medication. The pharmacy technician stated that the required medication was obtained from a nearby station. Patient or user harm was not reported.